Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspection. Device event log reviewed and indicated one episode of arrhythmia not sustained. The evaluation of returned device indicated that the wcd performed as intended and did not malfunction. Patient death was not related to wcd performance.

Manufacturer narrative:
This file was originally submitted on (B)(6) 2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient's caregiver reported that the patient passed away while wearing the wcd system. Kmts field rep was at patient's house and patient wasn't answering door. Kmts field rep had spoken to patient earlier and patient knew she was coming. Kmts field rep called son and the daughter showed up with key to unlock the door. When kmts field rep and patient's daughter arrived, patient was unconscious and on her back. Patient fell backwards into shower fully dressed. Kmts field rep pulled the patient from bathroom. Patient didn't have a pulse and was not breathing. Kmts field rep is a nurse, who instructed daughter to call 911 and began CPR. Kmts field did this for 15 minutes until ems arrived. Patient ended up passing away. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.